Event description:
The customer reportedly obtained a 379mg/dl and 177mg/dl on the accuchek compact plus system within a ten minutes timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.